Manufacturer narrative:
Additional device product codes: lxh. Initial reporter is synthes sales representative. Device history records review was completed for part: 311.023, lot: t997332. Manufacturing location: (B)(4), release to warehouse date: dec 05, 2013. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. The raw material certificate was reviewed and the used raw material was according to the specification of the device. No non conformance reports were generated during the production of this device. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The returned screw driver handle was identified with breakage at toggle switch. The pin assembly that connects the toggle switch to handle was broken and therefore the switch was noted separable from the handle assembly. All broken portions of the pin and switch were returned. The balance of the device shows no issues other than surface wear that is consistent with use and would not impact the functionality. It was determined that the received condition does agree with the complaint description and the complaint was confirmed. Relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies and no manufacturing issues including the device raw material were observed that may have contributed to the complaint condition. Dimensional inspection could not be confirmed due to post manufacture damage identified. While no definitive root cause could be determined, it is probable that the issue is the result of any unintended forces encountered by the device during usage/handling. The complaint condition is confirmed. However, review of the device history showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during zero-profile variable angle (va) procedure, the handle of angled awl came off behind the case after the doctor used the mallet on the back. During the procedure, the hex adaptor with quick connect broke where it connects to the ratcheting screwdriver handle and cannot enter in the handle. The broken piece is inside the handle and cannot be removed. The procedure was successfully completed with no surgical delay reported. No patient harm reported. Upon device receipt at customer quality the ratcheting screwdriver handle was identified broken. The incident related to angled awl and hex adaptor is reported under linked (B)(4). Concomitant device : screw (part unknown, lot unknown, quantity 1). Mallet (part unknown, lot unknown, quantity 1). This report is for one (1) ratcheting screwdriver handle. This is report 1 of 1 for (B)(4).